Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and obtained following additional information: staff confirmed that damaged wire was noticed on reported 8mm force bipolar instrument. The instrument had a loose cable. The reported instrument did not collide with any other instrument or tool during the procedure. The instruments are regularly checked by staff. However, they were unsure if there was any unusual with reported instrument. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient demographics were unknown.

Event description:
Refer to h11 for follow-up information.